Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the patient presented in the emergency room after receiving inappropriate antitachycardia pacing therapy and hv therapy. Additional programming changes were suggested.

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia falling into the ventricular fibrillation zone. Programming changes were made. The patient also underwent atrial fibrillation ablation and was in stable condition post-procedure.